Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The product has been received and the evaluation is pending. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19jun2009. The review was performed from the date of manufacture to the present date 04may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that alleged over infusion and the device ran preventive maintenance test and fails rate accuracy. Infant required treatment with insulin drip due to hyperglycemia from over infusion of fluids. Infant taking treatment in nicu. There was patient involvement. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that alleged over infusion and the device ran preventive maintenance test and fails rate accuracy. Infant required treatment with insulin drip due to hyperglycemia from over infusion of fluids. Infant taking treatment in nicu. There was patient involvement. No further information available.

Event description:
It was reported that alleged over infusion and the device ran preventive maintenance test and fails rate accuracy. Infant required treatment with insulin drip due to hyperglycemia from over infusion of fluids. Infant taking treatment in nicu. There was patient involvement. No further information available.

Manufacturer narrative:
(B)(4). Correction: other occupation. A review of the device history record showed the device had a manufacture date of 19jun2009. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for s/n (B)(4) was performed which did not confirm similar complaints with the same or related failure mode.